Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) episodes due to post-sensed t-wave oversensing (pstwos) were noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.